Event description:
It was reported that bd max¿ system, bd max¿ instrument produced a false positive on patient samples. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "the number of positives has increased recently, two of which were false positives."

Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "fps". Equipment was cleaned and no issues were identified. The complaint is not confirmed because instrument is working within bd specifications. The root cause is "unknown". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 7/5/2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that bd max¿ system, bd max¿ instrument produced a false positive on patient samples. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "the number of positives has increased recently, two of which were false positives."